Event description:
Customer reports, she "went to put the sst tube into my bag, the stopper flew off and blood went all over my sweater and top, as well as, pt bed and table". Customer believes the stopper was the wrong size for the tube.